Event description:
It was reported that the patient got shocked while shopping. The patient had multiple episodes. There were 88 non-sustained episodes and oversensing. The device was initiating a vf episode from noise sensing. It was also reported that the patient has done some heavy lifting in this time frame. The lead was replaced. No patient complications have been reported as a result of this event.